Manufacturer narrative:
Since this event resulted in a serious injury, it is reportable per 21 cfr part 803.

Event description:
While using a byte day aligners, patient reported that their top aligner is cutting their tongue. The aligner doesn't fit, there is extra space between their teeth and the aligner and when they are speaking, or they swallow their tongue gets caught and cut by the aligner. The aligner is very uncomfortable. Requested additional information.

Manufacturer narrative:
A DHR review was conducted with no discrepancies noted.